Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a procedure for a vertebral fracture, the implant holder for synex did not lock and close; so the surgeon had to close and hold the caliper by hand. There was no patient harm. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional patient identifier (B)(6). Investigation could not be completed; no conclusion could be drawn, as no product was returned and no lot number was provided. Placeholder.